Manufacturer narrative:
The pod arrived not deployed, with the slide insert not visible through the top housing window and the needle cap still attached. After removing the needle cap, the needle mechanism fully deployed, indicating that it had fired into the needle cap. No timeouts or drive stalls were observed. The pod ran for 59 pulses across both priming sequences, deactivating after the end of second prime. The needle mechanism was reset and redeployed without issues. The cause of the reported needle mechanism complaint could not be determined.

Event description:
It was reported by the patient that the pod's cannula deployed early after priming indicating a needle mechanism failure. The pink slide did move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.